Manufacturer narrative:
A pump error 4 alarm followed by a pump error 63 was confirmed in the history due to a broken trace. A pump error 53 alarm was found in the pump history due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self test. Customer¿s blood glucose level was 86 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump had software error detected and the motor alarm cannot communicate with the main alarm. Customer was able to rewind the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per hcp instructions until replacement arrives. The insulin pump will be returned for the analysis.